Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with a chronic driveline infection as well as necrotic toes. Planned admission for driveline debridement and multiple toe amputations was noted.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported driveline infection and necrosis could not be determined through this evaluation as the patient remains ongoing on pump support. No further events have been reported to the manufacturer and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists driveline infection as potential adverse events that may be associated with the use of the device. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received on april 22, 2015 from the hospital personnel indicating that this patient is doing well. The remains on suppressive antibiotic however has had no recurrence of driveline infection.